Event description:
The customer reported seeing burnouts on images and the collimators are not working.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).